Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use. From (B)(6) 2012, the hc changed to continuous cycling peritoneal dialysis to tidal. The registered nurse (rn) stated he programmed the pro card for the ccpd/intermittent peritoneal dialysis (ipd) therapy and confirmed the card. The rn stated the caregiver (cg) stated the hc changed to the tidal therapy during the therapy. The rn stated he checked the hc and the therapy equaled tidal. The rn stated he reprogrammed the hc and the hp used the hc and the hc went to tidal again. The baxter technical service representative (tsr) asked if the cg pressed buttons on the hc and the rn stated the cg stated only during the therapy. The tsr asked the rn if the hc alarmed. The rn stated the cg stated the hc only alarms if he leaves a clamp closed. The tsr explained the rn could lock the programming. The rn asked for assistance with locking the programming. The tsr assisted the rn with reviewing the therapy. The therapy showed tidal. The rn changed the therapy to ccpd/ipd and total volume (tv) equaled 10,000ml and total time (tt) equaled 9:00 and fill volume (fv) equaled 2,000ml and the last fill volume (lfv) equaled 0ml and the initial drain alarm (ida) equaled 0ml and the comfort control equaled 36 and the last manual drain equaled yes and the ultra filtration total equaled 200ml and the alarm equaled yes. The tsr assisted the rn with locking the program and the tsr explained if the therapy changes again the rn should call baxter back. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(4) 2012 and he said the patient has not had any further issues with the machine since he reprogrammed the patient's machine when he made a home visit. The nurse said the cg denied having messed around with the therapy and so the he was not sure why the machine was switching between ccpd and tidal. When he first reprogrammed the machine it bypassed asking for weight and blood pressure, and when he reinserted the pro card, everything worked fine. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.